Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: evaluation of the returned voyager nc dilatation catheter noted blood visible in the guide wire lumen and on the loosely folded balloon, which is consistent with use of the catheter. The hypotube and jacket material were separated at the distal end of the strain relief tubing, confirming the reported separation. The fracture faces were oval as if kinked prior to separation. The material at the separation was jagged and stretched. There was a bend in the hypotube 2 cm distal to the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the catheter material such that subsequent application of force or further handling can cause a separation. It is likely that the shaft was inadvertently handled during the procedure, resulting in the kink. Further manipulation of the shaft would then have led to the shaft ultimately separating. It was reported the voyager nc was attempted to be used again in the patient after the shaft was noted to be kinked. It should be noted the voyager nc instructions for use states: do not use, or attempt to straighten, a catheter if the shaft has become bent or kinked; this may result in the shaft breaking. Instead, prepare a new catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. There is no indication of a lot specific product quality deficiency. The reported hypotube separation appears to be related to the operational context of the procedure. All dilatation catheters are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity.

Event description:
It was reported that during a procedure of the ostial right coronary artery, post dilatation and post stenting, the 3.5 x 12 mm voyager balloon had been removed from the anatomy without issue, but the shaft was kinked. The physician decided additional dilatation was needed; however, before it could be used in the anatomy, during manipulation, the kinked catheter shaft broke outside the anatomy. There was no adverse patient effect. A different device was used in the procedure. No additional information was provided.